Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege pain, loss of range of motion, disability, elevated metal ion levels, irritation, and injury to the tendons, ligaments, muscles, blood vessels, cartilages, nerves, bones, and soft tissues. Update (B)(4) 2013- medical records were obtained. Medical records indicate patient was revised due to significant clear fluid collection, communication between the hip joint and the posterior bursal fluid and taper/trunnion corrosion. The femoral stem and femoral sleeve are being added to the complaint. The complaint was updated on: (B)(4) 2013.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.